Event description:
It was reported during a hernia repair the skin staple popped out of the incision when the surgeon moved an instrument over the staples to show the rep how the staples were popping out. The case was completed with another pmw35 stapler. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49076. D5,6; h4: info not available. Based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the staples reportedly "popped out" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, fed, and formed the staples within design spec. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated.